Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 2 months and 4 days after implantation. The patient has medical history of diabetes and is a tobacco user. The patient has recovered without complications.